Event description:
X-rays showed a broken tibial plate. During revision surgery it was noted that the bone graft from the previous surgery had resorbed and the left medial side of the tibial plate was unsupported.